Event description:
The customer contact reported an adverse event, while the device was in use. The tubing set was being used to deliver tpn. After an unspecified length of time in use, the nurse noted a "sticky puddle underneath the pump." The nurse reported, that the tubing was leaking from the connection of the tubing and the drip chamber. The patient's glucose level was reportedly "low" following the leak and the dextrose concentration of the tpn was increased from 18% to 19%. The tubing set and tpn container were replaced and the therapy was resumed. There were no reported adverse patient sequelae. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.